Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced a hematoma. The patient was hospitalized and the device was repositioned and pocket revision was performed. No additional adverse effects were reported.